Event description:
The metal band came off the positioner in the pt's kidney during placement. Doing fine.

Manufacturer narrative:
Received one positioner from the customer for evaluation. The positioner was returned without the radiopaque band and noting the remainder of the positioner to be intact. In measuring the very distal portion of the tip, the outside diameter of the tip was small. During the process of finishing the tip of the positioner, the appropriate diameter was not obtained. An additional cystoscopic procedure was performed to remove the radiopaque band from the pt's kidney noting it to be successful. The physician stated the band would be returned also for evaluation. The proper areas have been notified of this occurrence.